Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite. Vyaire medical determined root cause as due to software problem. A flow criterion has been added for better distinction between a true mechanical occlusion and an occlusion triggered by the patient through excessive inspiratory and expiratory breathing, resulting in a high proximal pressure reading. If the pressure does not decrease due to a high exhalation flow and a positive error pressure occurs, then an occlusion alarm will not be triggered anymore. The issue has been resolved with v6.0.1600.0.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, vyaire field service representative(fsr) evaluated the device onsite, downloaded the log files,updated the software to (B)(4) and calibrated the photonic o2. Performance test was done and the unit passed all test and runs according to OEM (original equipment manufacturer) specifications. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellvista1000 us having an occlusion alarm while on the patient. Furthermore, the patient was put on another vent but no harm reported associated with the event.